Manufacturer narrative:
(B)(4). Method: the complaint icon auto CPAP humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the power cord was frayed. Conclusion: without the complaint device, we are unable to confirm the reported event. During initial assembly of the icon auto CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon auto CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon auto CPAP is designed to the electrical safety standards, ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon auto CPAP humidifier state the following: "only operate if the device, power cord and plug are dry and in good working order." "Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A distributor in canada reported that an icon auto CPAP humidifier power cord was frayed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint icon auto CPAP humidifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported that an icon auto CPAP humidifier power cord was frayed. There was no reported patient involvement.